Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a "bubble" formed in the IV tubing when an IV push was performed in an attempt to flush a clogged filter attached downstream of the IV tubing set. Ivig was infusing in the IV set and the tubing was clamped upstream of the needleless port when the IV push was performed. No patient harm reported.

Manufacturer narrative:
Concomitant medical products: hospira, IV bag 0.9% sodium chloride injection, lot# 51-015-jt, exp. 1 sep 2016; therapy date (B)(6) 2015. The customer¿s report of a ¿bubble¿ was confirmed. Visual examination indicated that the silicone segment was slightly impaired near the upper fitment. Tactile examination confirmed that the subject area of the silicone segment had been weakened. Functional testing was performed; no immediate bulging was found during the gravity run. The set was then inserted into a pumping module and programmed to run at a rate of 125 ml/hr. The pumping module signaled for a patient-side occlusion due to the clogged filter on the extension set within five minutes of infusion. After removing the extension set, the primary set ran for one hour with no alarms noted. Pressure testing was performed by using a pump to gradually increase the pressure within the set, while the set was submerged underwater. The subject area of the silicone segment was further inflated and ballooned at a pressure of 15 psi, therefore concluding the pressure test. The root cause of the balloon in the silicone segment could not be identified.

Event description:
The customer reported the pump infusing an ivig infusion alarmed for an occlusion. The line was flushed because the filter appeared to be clogged. The pump alarmed a second time for a downstream occlusion however this time the filter was not able to be flushed. During the flush procedure the customer noted the IV tubing was clamped above the flushing port, however despite this the tubing developed a bubble in the IV line. No patient harm reported.